Event description:
It was reported that a malfunction occurred with the pump displaying the malfunction code 12-0x2071, which could be reset but recurred multiple times after reset attempts. There was no reported impact on the customer¿s blood glucose level at the time of the event. Technical support confirmed the pump needed replacement, provided instructions for returning the faulty pump, and arranged for a replacement pump to be sent to the customer. The customer was informed but declined to share information regarding their backup insulin therapy plan.